Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation did not power on. The field service engineer (fse) identified a shorted controller board in auxiliary half-height drawer 3.2 and replaced it. Although the medstation powered on, it didn¿t appear in remote support service (rss), and the admin password for hardware test application was unavailable. Meanwhile, the pharmacist completed medication inventory in the drawer via the application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, that the pyxis unit has loss power and the screen was black. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.